Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. This is a system report. The section d info rmation is for the primary device, which was in use with the following: product ID: etlw1620c124ee, serial/lot #: (B)(6), ubd: 07-jan-2028, UDI#: (B)(4) ; product ID: etlw1613c156ee, serial/lot #: (B)(6), ubd: 15-oct-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a aaa. It was reported approximately 1 month post the index procedure the patient presented with a left groin wound infection (wound dehiscent and necrotic with a lot of pus). The patient was hospitalized and treated with antibiotics. Intervention where a necrotomy of the left groin and flushing the wound was completed. The patient was discharged and the event is recovering/resolving. The site assessed the wound infection as not device related, not related to an underlying disease and having a causal relationship with the index procedure. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information received: the site updated the diagnosis of from wound infection left groin to wound infection at left access site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.